Manufacturer narrative:
Most recently, the lead and this crt-d were evaluated in office follow up. Shock impedance measurement was determined to be normal at 43 ohms. All other measurements were stable, and there were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, information suggests that both of these medical devices remain actively in service. The investigation remains open at this time. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the transvenous defibrillation lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit less than 20 ohms shock impedance value. The boston scientific technical services consultant and local area sales representative discussed various troubleshooting, including testing lead integrity and chest x-ray. There were no reported adverse patient symptoms associated with this clinical observation.